Event description:
Add'l info from the user facility: subsequently found that the footplate had moved out of position from the original position. Eventually will require corrective surgery.

Event description:
Info was received that perforation of the cornea occurred during refractive surgery. The cornea was sutured in place.